Manufacturer narrative:
The failure investigation has been completed and no failure was identified for the reported issue. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. There was no impact to the customer's blood glucose level. Tandem technical support was unable to perform a system check as the customer was currently using their replacement pump. The customer has not received any further occlusion alarms.